Event description:
Caller reported that insulin gauge displayed an amount different than expected, experiencing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump supplies were changed to address the issue.